Event description:
It was reported that when using the bd pyxis¿ anesthesia station es time was incorrect by 1 hour the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,06-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis machine time was incorrect by one hour. A technical support specialist (tss) received the case from the enterprise support queue after the customer reported that the station time was off by one hour. The tss contacted the customer, confirmed the time discrepancy, and requested permission to proceed with corrective actions, which was granted. The tss followed the relevant knowledge articles "device time is incorrect" and station goes off time by one hour not due to dst changes apply the required configuration updates, rebooted the machine, and monitored the system until it returned to normal operation and completed operating system updates. The tss verified the time zone and corrected the system time to the current value, then contacted the customer for confirmation. The customer reviewed the changes and confirmed that the time appeared correct. Based on this confirmation, the case was closed with customer approval. The system functioned after the technical support specialist troubleshot the device.